Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and rash ("skin rash"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device and rash outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain, pregnancy with contraceptive device and rash to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with essure") in a 25-year-old female patient who had essure (ess205) (batch no. 508844) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included hiatal hernia. Concurrent conditions included overweight, migraine, polyarthritis, chronic pain, gerd, fibromyalgia and vitamin d deficiency. Concomitant products included fluticasone propionate (flonase), ibuprofen, omeprazole (prilosec), tizanidine hydrochloride (zanaflex) and vicodin (norco). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti's"), fungal infection ("yeast infections"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), arthritis ("arthritis"), arthralgia ("joint pain") and pain ("entire body"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rash") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, abdominal distension and pain was resolving, the abortion spontaneous, pregnancy with contraceptive device, rash, urinary tract infection, fungal infection, headache, fatigue, weight increased, arthritis, arthralgia and back pain outcome was unknown and the nausea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for back pain with essure (ess205). The reporter considered abdominal distension, abortion spontaneous, arthralgia, arthritis, fatigue, fungal infection, headache, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, bloating, arthritis, back pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with essure") in a 25-year-old female patient who had essure (ess205) (batch no. 508844) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included hiatal hernia. Concurrent conditions included overweight, migraine, polyarthritis, chronic pain, gerd, fibromyalgia and vitamin d deficiency. Concomitant products included fluticasone propionate (flonase), ibuprofen, omeprazole (prilosec), tizanidine hydrochloride (zanaflex) and vicodin (norco). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti's"), fungal infection ("yeast infections"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), arthritis ("arthritis"), arthralgia ("joint pain") and pain ("entire body"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rash") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, abdominal distension and pain was resolving, the abortion spontaneous, pregnancy with contraceptive device, rash, urinary tract infection, fungal infection, headache, fatigue, weight increased, arthritis, arthralgia and back pain outcome was unknown and the nausea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for back pain with essure (ess205). The reporter considered abdominal distension, abortion spontaneous, arthralgia, arthritis, fatigue, fungal infection, headache, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, bloating, arthritis, back pain." Most recent follow-up information incorporated above includes: on 7-sep-2018: reporter information was added. This case concerns 25 year old patient. Her demographic was updated. Her concurrent conditions were added. Lab data was added. Essure indication was updated. Essure lot number was added. Concomitant medications were added. Per plaintiff fact sheet following events: uti's (urinary tract infection), yeast infections, migraines, headaches, nausea, fatigue, weight gain, bloating, arthritis, joint pain, entire body. Per medical record: event: back pain was added. She was recovering from events: migraine, pain bloating and recovered from event: nausea. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure (ess205) (batch no. 508844) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hiatal hernia, disability, rotator cuff syndrome, bone spur, surgery and abdominal pain. Concurrent conditions included overweight, migraine, polyarthritis, chronic pain, gerd, fibromyalgia, vitamin d deficiency and rheumatoid arthritis. Concomitant products included corticosteroid nos, hydrocodone bitartrate;paracetamol (norco), ibuprofen, omeprazole (prilosec) and tizanidine hydrochloride (zanaflex). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti's"), fungal infection ("yeast infections"), nausea ("nausea"), fatigue ("fatigue"), abdominal distension ("bloating"), arthritis ("arthritis"), arthralgia ("joint pain") and pain ("entire body") and was found to have weight increased ("weight gain"). On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abortion spontaneous ("miscarriage"), rash ("skin rash"), back pain ("back pain"), hypoaesthesia ("numb shoulder"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge") and menstruation irregular ("irregular periods") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, migraine, abdominal distension and pain was resolving, the abortion spontaneous, pregnancy with contraceptive device, rash, urinary tract infection, fungal infection, headache, fatigue, weight increased, arthritis, arthralgia, back pain, hypoaesthesia, fibromyalgia, anxiety, vaginal discharge and menstruation irregular outcome was unknown and the nausea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for back pain with essure (ess205). The reporter considered abdominal distension, abortion spontaneous, anxiety, arthralgia, arthritis, fatigue, fibromyalgia, fungal infection, headache, hypoaesthesia, menstruation irregular, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6)2006: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, bloating, arthritis, back pain, headache, urinary tract infection, rash quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: medical records received : reporters added. Events added- hypoaesthesia, fibromyalgia, anxiety, vaginal discharge, menstruation irregular. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure (ess205) (batch no. 508844) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hiatal hernia, disability, rotator cuff syndrome, bone spur, surgery and abdominal pain. Concurrent conditions included overweight, migraine, polyarthritis, chronic pain, gerd, fibromyalgia, vitamin d deficiency and rheumatoid arthritis. Concomitant products included corticosteroid nos, hydrocodone bitartrate;paracetamol (norco), ibuprofen, omeprazole (prilosec) and tizanidine hydrochloride (zanaflex). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti's/frequent utis"), fungal infection ("yeast infections"), nausea ("nausea"), the first episode of fatigue ("fatigue"), abdominal distension ("bloating"), arthritis ("arthritis"), arthralgia ("joint pain") and pain ("entire body pain") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced migraine ("migraines/debilitating migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced abortion spontaneous ("miscarriage"), rash ("skin rash"), back pain ("back pain"), hypoaesthesia ("numb shoulder"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain"), dyspepsia ("heart burn"), the second episode of fatigue ("fatigue,") and abdominal pain lower ("cramping") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (salpingectomy bilateral). Essure (ess205) was removed on 8-jan-2016. At the time of the report, the pelvic pain, migraine, abdominal distension and pain was resolving, the abortion spontaneous, pregnancy with contraceptive device, rash, urinary tract infection, fungal infection, headache, weight increased, arthritis, arthralgia, back pain, hypoaesthesia, fibromyalgia, anxiety, vaginal discharge, menstruation irregular, abdominal pain, dyspepsia, the last episode of fatigue and abdominal pain lower outcome was unknown and the nausea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for back pain with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, arthralgia, arthritis, dyspepsia, fibromyalgia, fungal infection, headache, hypoaesthesia, menstruation irregular, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure (ess205). The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, bloating, arthritis, back pain, headache, urinary tract infection, rash . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: new events: abdominal pain, heart burn, fatigue, cramp in lower abdomen were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure (ess205) (batch no. 508844) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hiatal hernia, disability, rotator cuff syndrome, bone spur, surgery and abdominal pain. Concurrent conditions included overweight, migraine, polyarthritis, chronic pain, gerd, fibromyalgia, vitamin d deficiency and rheumatoid arthritis. Concomitant products included corticosteroid nos, hydrocodone bitartrate;paracetamol (norco), ibuprofen, omeprazole (prilosec) and tizanidine hydrochloride (zanaflex). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti's/frequent utis"), fungal infection ("yeast infections"), nausea ("nausea"), the first episode of fatigue ("fatigue"), abdominal distension ("bloating"), arthritis ("arthritis"), arthralgia ("joint pain") and pain ("entire body pain") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced migraine ("migraines/debilitating migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced abortion spontaneous ("miscarriage"), rash ("skin rash"), back pain ("back pain"), hypoaesthesia ("numb shoulder"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain"), dyspepsia ("heart burn"), the second episode of fatigue ("fatigue,"), abdominal pain lower ("cramping"), hiatus hernia ("hiatal hernia"), palpitations ("heart palpitation"), diarrhoea ("diarrhoea"), gastrooesophageal reflux disease ("acid reflux"), dysuria ("burning when I urinate") and musculoskeletal pain ("shoulder pain") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, abdominal distension and pain was resolving, the abortion spontaneous, pregnancy with contraceptive device, rash, urinary tract infection, fungal infection, headache, weight increased, arthritis, arthralgia, back pain, hypoaesthesia, fibromyalgia, anxiety, vaginal discharge, menstruation irregular, abdominal pain, dyspepsia, the last episode of fatigue, abdominal pain lower, hiatus hernia, palpitations, diarrhoea, gastrooesophageal reflux disease, dysuria and musculoskeletal pain outcome was unknown and the nausea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for back pain with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, arthralgia, arthritis, diarrhoea, dyspepsia, dysuria, fibromyalgia, fungal infection, gastrooesophageal reflux disease, headache, hiatus hernia, hypoaesthesia, menstruation irregular, migraine, musculoskeletal pain, nausea, pain, palpitations, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure (ess205). The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, bloating, arthritis, back pain, headache, urinary tract infection, rash and following events were reported via social media- palpitation, gastrooesophageal reflux disease, hiatus hernia, diarrhea, muscoskeletal pain, dysuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: new events added- palpitation, gastrooesophageal reflux disease, hiatus hernia, diarrhea, muscoskeletal pain, dysuria. On 10-mar-2020: fu 6, 7 and 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.